Event description:
The event was previously report in mfg. Report # 3004209178-2014-24062. Further review determined this event to be separate from the previously reported aspiration difficulty. It was reported that a pump study was performed (B)(6) 2015. It was stated that on (B)(6) 2015, the healthcare professional¿s (hcp) nurse had aspirated 26ml of drug from the patient¿s pump instead of the expected 6ml. The hcp was unable to aspirate the pump so the dye was not pushed. The hcp has not yet decided how he is going to proceed at the time of this report. The reporter noted that the patient had a heart condition and further surgery may therefore not be a possibility. The hcp may instead attempt to manage the patient¿s increased pain through dosing adjustments. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The pump was used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).